Manufacturer narrative:
The reported device was not returned to olympus for evaluation, so the cause of the reported complaint cannot be confirmed. Despite multiple followup attempts, no further detail was available regarding how the device became stuck or what patient injury resulted. As mitigation for a stuck device, the instruction manual contains emergency treatment directions for removing the device: ¿always have the olympus loop cutter (fs-5l/q/u-1), pliers and/or wire cutters ready to cut the coil sheath, tube sheath and operation wire in case the loop cannot be detached from the instrument.¿ as preventive measures, the instruction manual also states, ¿always have a spare instrument available¿ and ¿use this instrument in an environment equipped to accommodate open surgery and have the hospitalization plan prepared in case any problem occurs that may not be resolved endoscopically.¿ the instruction manual also warns that the loop may not detach if used with an incompatible endoscope, or if the loop is deployed too near the distal end of the device to avoid tangling with the hook. The instruction manual also contains steps for pre-procedure visual and tactile inspection of the device.

Event description:
Olympus was informed that during an unknown procedure, the polyloop device became stuck in the patient and would not release. The emergency treatment steps per the instruction manual were used to remove the proximal part of the device and the endoscope. The patient had additional surgical intervention to remove the remaining coil sheath of the device.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to fhn.